Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, at 6:00 am, the patient¿s mother woke the patient for school. The patient¿s cgm displayed 67 mg/dl, and the parent instructed him to ingest glucose tablets as she suspended his omnipod insulin pump. The patient had not ingested the glucose tablets and while the parent was in the other room with her other child, she heard the patient thrashing and found him seizing between the bed and wall. She administered nasal glucagon (baqsimi) and called emergency medical services (ems). The patient stopped seizing before ems arrived. A bg was performed by ems which was 72 mg/dl. Ems administered IV fluids and transported the patient to the hospital. The patient¿s bg while in the ambulance was 188 mg/dl; however, his cgm was 272 mg/dl. By the time he arrived at the hospital, his bg was 180 mg/dl and the cgm displayed 378 mg/dl with double arrows up. In the emergency department (ed), the patient was treated with IV zofran, as he was vomiting and when he stabilized, he was released home. He recovered at home and remained lethargic. After the event, cgm was calibrated twice, the first time there was a 50 mg/dl point difference and after the second calibration, there was a 6 ¿ 7 mg/dl point difference. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.